Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: failed laser extraction of a fractured right ventricle defibrillator lead in a patient with persistent left superior vena cava. Journal of vascular access,. 2016;17(1): (B)(4).

Event description:
A journal article was received which contained information regarding this patient's right ventricular (rv) lead. The article indicated that the patient was admitted to the hospital due to "multiple inappropriate shocks." It was discovered that there were artifacts, varying/high impedance and a confirmed lead fracture. The patient underwent a procedure to extract the lead; however, the lead was unable to be extracted. Subsequently, the lead was capped, and the detections were turned off. A new right ventricular (rv) lead was implanted. The article also noted that after the procedure, the patient presented with an "acute systemic inflammatory response syndrome." No infection was found, but a thrombosis was indicated. The patient was given medications and follow up showed "uncomplicated recovery except a collateral circulation development due to the fibrosis evolution of the thrombosis." The capped lead remains in the patient. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.